Manufacturer narrative:
Section a. Patient information: no further patient information was provided. The field service engineer (fse) observed assay imprecision during onsite servicing of the analyzer. The manifold kit valve for the active wash cup and the wash zone vacuum vessel drain valve were replaced and identified as the likely causes for the elevated results. Precision studies performed after the part replacements were within expected limits. A review of the analyzer service history identified two prior demand service tickets related to qc imprecision on multiple assays. Both tickets were considered resolved through service part replacement. There have been no subsequent contacts from the customer regarding discrepant results since the replacement of the likely cause parts. A review of complaint and trending data for valve, manifold kit (rohs) and the valve, drain, vacuum vessel identified no issues or trends. A review of architect i2000sr tracking and trending data in the product monitoring review for architect systems revealed no systemic issues or adverse trends related to the erratic result issue described in this complaint. The architect i2000sr erratic result rate was reviewed and is within acceptable limits with no trends identified. Labeling was reviewed and sufficiently addresses the customer's issue. No systemic issue or deficiency of the architect i2000sr was identified.

Event description:
The customer reported a falsely elevated high sensitive troponin-I result on the architect i2000sr analyzer. Sample ID (B)(4) generated an initial result of 19.2 pg/ml and repeat on a second analyzer generated 10 pg/ml. No adverse impact to patient management was reported.